Manufacturer narrative:
The device was received with scratches on the exterior housing and damage to both dust covers underneath the battery slots. Evaluation found that the unit did not sound when in use with a sensor pad or magnet due to a faulty speaker. The speaker impedance was above the normal range causing the unit to not sound. Based on the age of the device it is likely normal wear and tear contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm has power but does not sound when the magnet is detached from the magnet plate. The date the issue was discovered is unknown and no patient incident or injury was reported.